Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2025 and barbed suture was used. It was reported that the fixation tab snapped off the suture after the first pass, suture was removed and a new suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/3/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * were there any patient consequences? * what is the procedure name and date? * please provide the source or name and title of the external person providing answers to follow-up there were no patient consequences. The suture was removed and replaced with a new one. The patient was having a total hip replacement, date of procedure (B)(6) 2025. I was present in theatre for the case so have been able to provide the details requested. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.